Event description:
An aneurx abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately 7.5 yrs ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that the stent graft migrated 4 cm and is entirely in the aneurysm sac; however, no endoleak is present, because of the graft being sealed by thrombus. The aortic neck has reportedly dilated, although the neck angulation does not appear to have changed. The physician elected to repair the migration with 2 aortic cuffs; however, the stent graft was positioned at an acute angle, so the physician elected to perform an open conversion and explant the stent graft, with successful results. The explanted stent graft has been retained by the user facility. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
Eval: results: graft migration. Aortic neck dilatation. Conclusions: aortic neck dilatation.